Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to multi-trauma with strong risk for dvt (deep vein thrombosis). Patient is alleging tilt and vena cava perforation. The patient is further alleging throat damage during removal and reports a necessary standard percutaneous removal of the device approximately 4 years and 7 months after receiving the implant. Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter inferior l1 vertebral body. Inferior extent l2-l3 disc space. A total of four prongs have perforated the ivc, series 4, image 64. Maximum distance prong perforated is 11 mm, series 4, image 54. Coronal images show 10-degree tilt left-to-right, series 4, image 63. Sagittal images show 10-degree tilt posterior-to-anterior, series 4, image 53. Diameter of ivc directly above filter measures 33 mm x 19 mm, series 4, image 47." Per a successful retrieval report, "a micropuncture needle and wire was inserted into the right internal jugular vein using direct ultrasound guidance." "We placed our flush catheter into the superior vena cava and performed vena cavogram which demonstrated no evidence of any thrombus in the inferior vena cava. The catheter appeared to be in a good position for ivc filter retrieval." "We then were able to ensure that we snared the filter and that was in the proper orientation. We then proceeded to advance the sheath and pull the filter into the sheath without any difficulty. All the legs collapsed and were removed in one piece. The filter was in one intact piece without any fracture. A completion vena cavogram demonstrated no injury to the vena cava wall. The patient tolerated the procedure well." "[The physician] inspected the ivc filter and it was intact, all the limbs were present and accounted for. There were no signs that the filter had fractured anywhere."

Manufacturer narrative:
Patient code(s): appropriate term/code not available (3191) was selected for the alleged throat damage. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, and throat damage during filter removal. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported throat damage during filter removal is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.